Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch ultramini meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date in (B)(6) 2013 the patient obtained the blood glucose reading of 138 mg/dl on the reported meter, which he claimed was inaccurately high compared to his expected values. The patient took the action of taking his doses of rapid-acting insulin, solostar (lantus insulin), metformin and januvia (sitagliptin) prior to eating his meal, instead of afterwards. The patient did not provide the specific type of insulin and doses taken. One hour afterwards, the patient experienced the symptoms of sweating, dizziness, impaired vision and weakness. The patient scheduled a physician¿s office visit; he received no treatment. No information was provided about the patient¿s testing technique or test strips. The patient refused to have his products replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on an elevated meter reading. Therefore this complaint is being reported.

Manufacturer narrative:
Date of event: not provided. Meter serial #: not provided. Test strip lot#: not provided.